Event description:
It was reported that "the clip does not close during usage on the patient. 2 pc involved. Then use another clip (not the same batch). " no patient harm or injury. The patient status is reported as "fine". Associated MDR #3003898360-2023-01410.

Manufacturer narrative:
(B)(4). The reported complaint of "clips not closing/locking" was not confirmed based upon the sample received. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box. Visual examination of the returned cartridge revealed that there were no clips remaining in the cartridge. Evidence of use in the form of scrape marks and biological material was observed on the cartridge. No other defects or anomalies were observed. The IFU for this product states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the clip does not close during usage on the patient. 2 pc involved. Then use another clip (not the same batch). " no patient harm or injury. The patient status is reported as "fine". See associated MDR #3003898360-2023-01410.